Manufacturer narrative:
(B)(4)

Event description:
A patient had experienced increased pain and had a spinal hematoma. A CT scan without contrast was conducted on (B)(6)-2010. A high density structure at the catheter tip was revealed. A catheter revision was done on (B)(6)-2010, in which the catheter was spliced. The patient had recovered without sequelae. The medications administered by the pump (as examined on (B)(6)-2010) were as follows: morphine (15.0 mg/ml, 3.497 mg/day), bupivacaine (40.0 mg/ml, 9.324 mg/day), and clonidine (250.0 mcg/ml, 58.28 mcg/day).